Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported their current implant was shocking them when they stand up to go to the bathroom and when they got up. Patient reported after arriving from the follow up appointments with hcp, they had to decrease the stimulation by 0,2 sometimes because it was hurting them and giving shocks. Patient reported that with the new implant, they lost control to hold urine and knew when they need to go to the bathroom. Patient mentioned already discussing this information with hcp, hcp guided the patient to have an x-ray to confirm if the lead was not in the correct place and causing the shocks. Patient will see hcp at the end of the month to check the results. Guided patient to discuss with hcp medical concerns.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, serial/lot# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when their hcp revised the implant on (B)(6) 2024, they had to cut out the infection on the right side and put the implant on the left side. Patient reported when they did that, they changed the lead from the right to the left. Then, all of a sudden after they came home, they were getting a shock and it didn't feel right and it kept going on. They called the doctor and they said they were getting shocks in her vagina and they think this stimulator was not where it's supposed to be. The patient reported that their hcp sent the patient for an x-ray and they told the patient that the lead was not in place. Patient reported that the lead was revised on (B)(6) 2024. Patient called to get the model and serial numbers for their most recent lead that was placed on december 3rd. Agent reviewed information. Patient was able to successfully activate MRI mode for an upcoming MRI.